Event description:
Incident description from the customer. "While the hcu30 was in use on a pt during arch replacement, it was noted that temperature of oxygenator side would not decrease. At that time, the coil of the heater-cooler unit and around it was frozen and cardioplegia side was cooled as usual. After rebooted, the incident was not reproduced. No problem was noted in rewarming. No pt injury was reported. (B)(4).

Manufacturer narrative:
A maquet field service tech will investigate the unit. A supplemental medwatch will be submitted as soon as add'l info becomes available.

Manufacturer narrative:
A maquet field service technician investigated the unit and could not confirm the reported issue. The service technician checked the following functions: increase/decrease in temperature with adjustment time range; actuator condition; condition of three drain valves. The technician confirmed the normal performance of the unit. The customer accept to use the hcu30 continuously after maintenance. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).